Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. The access high sensitivity troponin I reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. System performance indicators were passing within specifications at the time of the event. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
On 23august 2021 the customer reported erroneous elevated non-reproducible hstni (access high sensitivity troponin I, part number b52699 and lot number 922713) were generated for one patient on the access 2 portion of the customer¿s dxc 600i (part number a25635 and serial number (B)(4)) on (B)(6) 2021. Initial result obtained was 86.7 ng/l; repeat testing of uncentrifuged sample on (B)(6) 2021 produced results of 7.0 ng/l and 6.7 ng/l. Sample was recentrifuged and repeat tested in duplicate on (B)(6) 2021; results of 7.0 ng/l and 7.0 ng/l were obtained. Sample was also tested on an I-stat device on (B)(6) 2021; result of 0.01 ug/l was obtained. There was a report of change to patient care or management in connection with this event. The patient was administered intravenous (IV) heparin. The IV heparin was stopped after customer repeat tested the initial sample and obtained lower hstni results. There was no further report of change to patient treatment or management or patient injury associated with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. There was no report of hardware errors or issues with other assays. No other patient sample results were called into question. Sample was a serum, reported to be a full draw. Sample was noted to be clear. Sample was centrifuged at 3000 g for 10 minutes. No other sample collection or processing information was provided.